Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call prime anomaly and low battery on the insulin pump. Customer's blood glucose level was unknown. Customer advised the insulin pump made a grinding noise. Customer declined to troubleshoot the insulin pump and the device will not be returned for analysis.